Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Initial reporter address: (B)(6).

Event description:
The customer reported approximately four (4) to five (5) false positive results with the binaxnow covid-19 ag card. Confirmation testing was performed with pcr and generated negative results for all patients. Per the customer, these were all patients who are being tested for rsv, all the patients are under the age of two (2) years old. Additionally, the patients are symptomatic. No additional individual information, including patient treatment and outcome was provided.

Manufacturer narrative:
Investigation report: abbott diagnostics scarborough, inc. Performed review of manufacturing records and quality control release testing for kit part number 195-000 / lot 138882 and device part number 195-430h / lot 134972a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 138882 showed that the complaint rate is (B)(4). Testing of retained kit lot 138882 was unable to be performed as the kit lot expired 21feb2022. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.